Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a burning sensation around the implanted neurostimulator and lead. The system was checked for short circuits, and impedance was found to be "off". The device was explanted on (B)(6) 2011. A replacement system was implanted and the patient recovered without sequela.